Manufacturer narrative:
Device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: there is no data available due to the unit did not have a battery installed when received.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer s sister reported via phone call that the customer received emergency medical assistance with a high blood glucose on (B)(6) 2020 with blood glucose of unknown value at the time of the incident. The caller reported they were checking the blood glucose and it was high, but did not indicate the specific value. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer passed away on (B)(6) 2020 due to heart failure, chronic obstructive pulmonary disease, and short of breath. The customer had been disconnected from the insulin pump since (B)(6) 2020. The caller agreed to return the insulin pump for analysis.